Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 470 mg/dl at time of incident and current blood glucose was 470 mg/dl. Customer treated with manual injection. Troubleshooting was performed for high blood glucose level. The product will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Device communicated properly with glucose sensor simulator and the guardian link transmitter. The correct test sensor glucose value was displayed on the sensor glucose graph screen. Monitored with no unexpected change sensor alerts and calibration error messages noted during testing. (B)(4).